Event description:
It was reported that during a total gastrectomy procedure, the device would not cut or coagulate at all. Another like device was ued to complete the case. There was no adverse consequence to the patient.